Manufacturer narrative:
Evaluation summary: we checked the returned and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the excessive force applied on the air/water nozzle. In addition, we confirmed that the bending rubber perforated, the u/d and r/l pulley wire stretched, the remote control buttons cut, the serial number plate missing and the suction channel buckled; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Event description:
A/w nozzles missing. Serial number missing. Suction channel buckled. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.